Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The customer stated that she had been around high magnetic fields many times during the year and did not remember whether she wore the device or not. Blood glucose level at the time of the incident was 200 mg/dl. Customer stated that the insulin pump's keypad was unresponsive at one point, but later began to respond again. The customer also reported that she had not worn the device for two weeks leading up to the call. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces also, found corroded motor home switch noted during visual inspection. No moisture damage on the electronic assembly noted during visual inspection. Unable to confirm motor error alarm and perform testing including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test due to unresponsive buttons. The insulin pump has minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.